Manufacturer narrative:
Product evaluation: service and repair could not confirm the heating; the motor had no power and was not running when received. The device was scrapped.

Event description:
It was reported that the device is ¿overheating and won¿t spin¿; the device took less than a minute to heat up. There was no patient impact.

Manufacturer narrative:
Describe event problem: it was confirmed that a backup device was used to complete the procedure. (B)(6). Date received by manufacturer: 3/28/2016. Usage of device: reuse.

Event description:
It was confirmed that a backup device was used to complete the procedure.